Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test and displacement test. However, the insulin pump alarmed motor error during basic occlusion and alarmed prime during prime test due to faulty force sensor resistor. We were unable to perform occlusion test or excessive no delivery test due to prime alarms. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, display window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received compromised force sensor system alarm. The customer's blood glucose level was 294mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The customer declined to troubleshoot for low and high blood glucose levels.